Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in malaysia. This is related to (FDA audit-observation #7 from fei (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. (B)(4).

Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(6) on 20th sep 2011 from toray medical co ltd for product 2 way standard sec foley catheter size 14x10. Customer complaining:" impossible to deflate the balloon. Twelve days after indwelled the catheter, they found leak of urine. They cut the shaft, but water was not drained. Finally, they punctured the balloon by the needle".